Manufacturer narrative:
Catheter model: 8731, serial #: (B)(4), implanted: (B)(6) 2005, explanted: unk; programmer model: 8835, serial#:(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed

Event description:
It was reported that patient had relocated, had an appointment for refill but cancelled it secondary to a "cold." Patient presented to clinic on (B)(6) 2012; many attempts were made to reach patient for refill prior to (B)(6) 2012. When examined on (B)(6) 2012, the pump logs showed that motor stall, empty and low reservoir alarms had occurred along with stopped pump may exceed tube set message. Battery depletion was noted. The pump was replaced. Drugs delivered via the device were dilaudid and clonidine. Patient sustained no injury and recovered without sequela. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the pump was at end of service. It was "replaced without any problems".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the pump revealed motor corrosion; gear train anomaly.